Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was additional ra lead undersensing noted during an supra ventricular tachycardia (svt) episode.

Manufacturer narrative:
Concomitant medical products: 5071 lead (x2), implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and the patient was hypotensive post-chest tube removal. Sensitivity was increased and the lead remains in use. No further complications have been reported as a result of this event.